Manufacturer narrative:
Investigation: during DHR review a quality notification was issued for print ink smears/smeared print as well as damaged plunger rods during the manufacture of the batch. It was inspected and accepted based on meeting inspection control plan and subsequently approved for shipment. One photo of boxes was received and visually examined with no observable defect. No tests could be performed since no samples were received. Potential root cause for the print defects is associated with the marking process. Since no samples displaying the other two reported conditions were received no defects could be confirmed.

Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle there was an issue with plungers falling out, needle barrel cracks and blurred line increments.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle there was an issue with plungers falling out, needle barrel cracks and blurred line increments.